Manufacturer narrative:
Report confirmed. The device was tested and the temperature rise of the motor was measured to be 85.7°f. In addition, the rate of temperature rise was above threshold at 9.3°f/sec at the mid-motor location. Initial evaluation determined multiple bearings were worn. Due to the rate of temperature rise the device was also evaluated by engineering. During engineering testing, the rapid temperature rise of the motor confirmed initial results. Electrical testing determined one of the three stator winding resistances failed specification at a marginal condition. Two of the three stator winding resistances were within specification. On disassembly the internal parts of the motor and collet were clean, devoid of debris, with no signs of wear. The motor and collet bearings were intact. The motor¿s front and rear bearings were gravelly and lubricant deficient when manually rotated. The collet¿s front bearing was smooth with sufficient lubricant when manually rotated. The collet¿s rear bearing was gravelly and lubricant deficient when manually rotated. The identified root cause for the observed mid-motor overheating condition would likely be attributed to the required additional supply current due to an elevated frictional load condition. However, the source of the elevated frictional load condition was not determined. This type of failure is associated with (B)(4). Multiple warnings are included in the ipc user manual including: heavy side loads and/or long operating periods may cause the device to overheat. Do not use an overheated device, as it may cause thermal injury to the patient or operator. Use adequate irrigation. The use of tool without irrigation may cause an inordinate amount of heat buildup resulting in a thermal injury to tissue. Depending on the amount of irrigation used the drill bits and saw blades can achieve temperatures in excess of 50°c. Do not attempt to change a dissecting tool, saw blade, or attachment while the motor is running, or when the motor or attachment is in an overheated state. Smoke and/or excessive heat may be generated if attachment is not in the fully locked position. This may result in thermal injury to the surgeon or staff. We will continue to monitor this complaint type for trends.

Event description:
Repair request initiated for device with the report of overheating. It was reported that there was no patient or staff impact. Repair request escalated to product event based upon reason for return. Multiple attempts to obtain additional information were unsuccessful.